Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage is 2.63 on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had unexpected longevity. The ICD remains in use and has a planned replacement procedure. No patient complications have been reported as a result of this event.